Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during device change out, this implantable defibrillation lead exhibited high out of range shock impedance measurements when connected to the new device. The lead and device connection was confirmed to be secure. It was noted the shock impedance measurements had gradually increased with the chronic device. The shock vector was programmed to right ventricular (rv) coil to can. Defibrillation threshold (dft) tests were successfully performed. This lead remains in service with the new device. No adverse patient effects were reported.